Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-32911, 1627487-2020-32913 and 1627487-2020-32914.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-32911, 1627487-2020-32913 and 1627487-2020-32914. It was reported during patient's follow-up in clinic, the physician and technician observed the patient's dbs system lead contacts from both leads were exhibiting high impedance. Surgical intervention may be taken to address the issue.